Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Six days prior to the receipt of this report, the patient began treatment for peritonitis with cefadin (once, dose and route not reported) and ceftazidime (once, dose and route not reported). Five days later, the treatment with cefadin and ceftazidime was discontinued. Twelve days after discontinuing that treatment, the patient was started on fluconazole (100 microgram, frequency and route not reported) for peritonitis. The fluconazole treatment was discontinued a month later. The outcome of the peritonitis event and the action taken with pd therapy were not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced both fungal and bacterial peritonitis coincident with peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.